Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging insulin pump was under delivery. The customer¿s blood glucose level was 330 mg/dl at the time of incident and the current blood glucose level was 241 mg/dl. Customer feels ok to troubleshoot for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the air bubbles were also present. Customer stated that the approximate size of the air bubbles were huge. The location of the air bubbles were during reservoir tubing. The insulin pump will not be returned for analysis.